Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 400 mg/dl. Keypad was unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent buttons response due to flattened and creased act button dome switch. No unlocked j2 lcd keypad connector noted. No motor error alarm during testing. All operating currents are within specification and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corners, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.